Manufacturer narrative:
This serves as a correction. Sections b5 and d4 - unique identifier (UDI) # were incorrectly documented in the initial submission. There sections have been update.

Event description:
An alarm issue was reported on the abbott diabetes care (adc) device. A customer reported that while using the freestyle librelink with (samsung sm-a53ab, android os: 13) the sensor¿s alarm failed to trigger when the customer¿s blood glucose was low. As a result, the customer experienced symptoms described as ¿homigue in mouth and hands¿, sweating, and a seizure. The customer was unable to self-treat, requiring glucagon injection from a non-healthcare professional for treatment. No further details were provided. The impacted product associated with this complaint is on market in the united states as well as the following countries ous: us, au, at, be, hr, cz, dk, fi, fr, de, gr, il, it, kw, lu, nl, nz, no, pl, pt, qa, sa, es, se, ch, tw, ae, gb, ca. Field action fa1010-2023 was issued to all impacted countries 08feb23. There was no report of death or permanent injury associated with this event.

Event description:
An alarming issue was reported on the abbott diabetes care (adc) device. A customer reported that while using the freestyle librelink with ((B)(4)) the sensor¿s alarm failed to trigger when the customer¿s blood glucose was low. As a result, the customer experienced symptoms described as ¿homigue in mouth and hands¿, sweating, and a seizure. The customer was unable to self-treat, requiring glucagon injection from a non-healthcare professional for treatment. No further details were provided. The impacted product associated with this complaint is on market in the united states as well as the following countries ous: us, au, at, be, hr, cz, dk, fi, fr, de, gr, il, it, kw, lu, nl, nz, no, pl, pt, qa, sa, es, se, ch, tw, ae, gb, ca. Field action (B)(4) was issued to all impacted countries (B)(6) 2023. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Adc has identified a software defect for the freestyle librelink with the (B)(4) where the app may experience intermittent signal loss. As a result, the app user may not receive glucose results and/or glucose alarms and may not be alerted of low or high glucose conditions. Based on the investigation, this complaint is confirmed. This issue was addressed in the field by adc (B)(4). A review of the associated risk evaluation was conducted and the overall risk index was determined to be low. The identified hazard and hazard initiating causes are included in the risk management reports for these products at this time. No further actions other than those outlined in the associated quality records and field action are required. Quality records (B)(4)was initiated to investigate and address this issue on 02-feb-2023. The investigation is ongoing. Corrective and/or preventive actions will be managed per (B)(4). Final root cause investigations are currently ongoing through the associated quality record. However, it has been determined at this time that the root cause is a software defect for the libre applications when used with (B)(4) operating system. User notification will be sent via email or postal mail as a field safety notification (fsn) to impacted users of the freestyle librelink and freestyle libre 3 mobile applications. The fsn will be posted as a referenced link in the (B)(4) store. Quality directive (B)(4) and frequently asked questions (faqs) were issued internally on (B)(6) 2023 to advise customer support of adc (B)(4) and how to handle customer calls related to the issue in impacted countries. Users identified as having downloaded the app and are active users of the app will be notified directly. Users are being informed that they can still use their app to scan a sensor to receive their glucose levels on their (B)(4). Users will be notified when an app update is available, which will resolve the issue. Risk evaluation (B)(4) was completed on 16-feb-2023 to address the risk to the user as a result of this issue, which was determined to be ¿low¿. Field safety corrective action packages were submitted to the impacted regulatory agencies in the following countries commencing 08-feb-23: au, at, be, hr, cz, dk, fi, fr, de, gr, il, it, kw, lu, nl, nz, no, pl, pt, qa, sa, es, se, ch, tw, ae, gb, ca, us. Comment as applicable: the device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.